Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient visited their doctor¿s office on (B)(6) 2014 and noted that their stimulation was not controlling their pain like it used to. The patient also felt like the stimulator inside of them had moved. The patient was unable to get their stimulator to charge. It was unknown when the problems started. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a 50 percent or greater symptoms reduction. The event cause was not determined. It was unknown if reprogramming was required. Recharging did not work. The recharging frequency did not match patient settings. The patient was trained and was able to demonstrate effective recharging. The patient's device setting was in cycling mode. The cause of the event was not determined. The patient could not recharge normally and was not receiving effective therapy. There were no troubleshooting, interventions, or other actions taken. The patient was not recovered and the symptoms/issue was ongoing.